Event description:
It was reported that a cdh29 was used during an unk procedure. It was reported by the affiliate that although the donut was a complete circle, one third of the circle had not been stapled. The surgeon used overstitches to close the tissue.